Manufacturer narrative:
Result: the pod packing coil (podj) embolization coil was stuck inside the lantern. Conclusion: evaluation of the returned ruby coil confirmed that the ruby coils pusher assembly was kinked. This damage likely occurred do to forceful handling during insertion into the lantern. Further evaluation revealed that the pusher assembly was fractured. This damage was likely incidental and may have occurred during packaging the device for return. Evaluation of the returned lantern revealed it was kinked and ovalized, with the podj embolization coil stuck inside. The kink likely occurred due to forceful manipulation while attempting to advance the podj through the lantern. Further evaluation revealed that the distal tip of the lantern was ovalized. If the distal tip of the lantern is forcefully gripped during insertion, damage such as ovalization may occur. The damage to the lantern likely prevented the podj from advancing through the microcatheter. Ruby coils and podjs are 100% functionally tested during in-process inspection. Lanterns are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00814.

Event description:
The patient was undergoing a coil embolization procedure for a type ii endoleak using ruby coils and pod packing coils (podj coils). During the procedure, upon inserting a ruby coil into a lantern delivery microcatheter (lantern), the hospital staff inadvertently kinked the ruby coil pusher assembly; therefore, the coil was removed. The physician then successfully implanted a combination of ruby coils and other manufacturers'' coils into the target vessel using the same lantern. While attempting to deploy the last podj coil, the physician noticed that the coil was not advancing through the lantern in a one to one fashion and therefore, decided to remove the coil. The procedure was completed at this point. There was no report of an adverse effect to the patient.